Event description:
Baxter received a report that during the initial drain, a system error 2240 occurred. Solution was found leaking out from a big hole on the tube. The call center advised the end-user to contact their doctor. The end-user said that they might bind the tube with something. Instrument handling instruction was taken care of by the call center. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
If the sample or evaluation results become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).